Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available. Therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause could not be determined.